Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the customer replaced the system board and blower motor prior to returning for evaluation. The report has been amended to reflect an allegation of patient harm requiring intervention.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and blower motor were found to have been replaced by the customer prior to returning for evaluation. The device was tested by the manufacturer and passed all testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the customer replaced the system board and blower motor prior to returning for evaluation. The report has been amended to reflect an allegation of patient harm requiring intervention. A reassessment of the medical intervention allegation was reviewed by the clinical expert. It was determined that based on the available information, there is insufficient evidence to pronounse the event of needing to switch to another device as serious injury as defined in 21 cfr 803.3(w).

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.